Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 138114a, goldline push button holster extended blade, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Eleven 138114a were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found no obvious signs of abnormalities or defects. The devices were dye leak tested, testing found there was a breach within the sterile barrier in ten out of the eleven. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following; these devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked, or damaged plastic or connector damage and these devices fail the inspection described here in. This issue will continue to be monitored through the complaint system to assure patient safety.